Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflamed edema and inflammatory painful nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, pain and skin irritation: precautions: ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: clinical evaluation of juvéderm voluma® xc. Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). 1-year post-approval study of juvéderm voluma® xc. All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Other safety data: postmarket surveillance. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the nasolabial fold and juvéderm® volift¿ with lidocaine in the lips and perioral. The patient developed nodules in the lips and marionettes about 2 months later about 5 days after the patient had started taking collagen pills. Symptoms started "very small at first and then the whole region inflamed with edema, inflammatory, painful nodules." Patient self treated with benadryl on the following day. Patient was reviewed by the healthcare professional 2 days later and was treated with kenalog in the lip and marionettes as well as prescribed with prednisone, reactine and pantoloc. Patient was reviewed again 2 days later and was treated with hyaluronidase. Another 5 days later, the patient was seen again and treated with additional kenalog. Patient has not been seen since but has called the healthcare professional to report that their nodules are still present but small and there was no edema left and no redness. This is the same event and the same patient reported under MDR ID #3005113652-2017-01053. This is the first MDR submitted for the first suspected product, juvéderm¿ voluma¿ with lidocaine.